Manufacturer narrative:
Date of event - aware date of (B)(6) 2021 used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At the 45-day follow-up, a device related thrombus was noted. No additional information is known at this time.

Manufacturer narrative:
B3: date of event - aware date of 25feb2021 used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At the 45-day follow-up, a device related thrombus was noted. No additional information is known at this time. It was further reported that on (B)(6) 2012, a left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the 45-day follow-up, a device related thrombus was suspected based on transesophageal echocardiogram (tee) imaging, but has not been confirmed. Boston scientific was not notified of the alleged thrombus at the time of the 45-day follow-up echocardiogram. Imaging and additional information were requested from the physician.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At the 45-day follow-up, a device related thrombus was noted. No additional information is known at this time. It was further reported that on (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the 45-day follow-up, a device related thrombus was suspected based on transesophageal echocardiogram (tee) imaging, but has not been confirmed. Boston scientific was not notified of the alleged thrombus at the time of the 45-day follow-up echocardiogram. Imaging and additional information were requested from the physician. Imaging was reviewed from a third party, which noted that the alleged device related thrombus event was not confirmed.

Manufacturer narrative:
H6: impact codes corrected from serious injury/ illness/ impairment - f12 to no health consequences or impact - f26 and medication required - f2303. H6: evaluation conclusion codes corrected from known inherent risk of device - d12 to no problem detected - d14.